Manufacturer narrative:
The device in question was investigated in the laboratory of maquet. A visual inspection has been performed and a broken part of a tubing has been found inside the outlet connector of the bc. This problem causes the leakage of the drain port.

Event description:
It was reported that during priming, prior to use for the pt, a leakage was noted from the crack of drain port. Another product was used for the pt". (B)(4).